Manufacturer narrative:
Continuation of d10: 638bl32, heart band implanted: (B)(6) 2014, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a device change out procedure, when the right ventricular (rv) lead was removed from the device and connected to the new one, the lead was unable to capture the heart and had undefined high pacing impedance and out of range high rv coil impedance. The lead was tested through analyzer cables and the old device to confirm that it was nonfunctioning. This lead was capped and replaced. No patient complications have been reported as a result of this event.